Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot numbers: h10l07041, h10k12043, h10k12043, h11b21041, h11c31030, and h11d25048 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by nurse from (B)(6) of bacterial peritonitis with culture positive for pseudomonas in a patient coincident with dianeal pd2 ambuflex therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was unknown. On an unreported date in 2011, the peritonitis had resolved and the patient was discharged from the hospital. The patient was switched from peritoneal dialysis to hemodialysis. Although there was not break in aseptic technique, the patient was retrained. Concomitant medications were not reported. The nurse believed that the peritonitis was not related to dianeal therapy.